Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, decreased sensing and increased capture threshold were observed. X-ray revealed lead dislodgement. It was noted that the patient received physical trauma from a robbery. The lead was capped and replaced on (B)(6) 2016 when repositioning was unsuccessful. The patient tolerated the procedure well.